Manufacturer narrative:
A review of the complaint history for sn 16108529 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16108529 was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication box was not appearing. A technical support specialist (tss) provided customer with instructions on how to request rxverify.

Event description:
It was reported when using the bd pyxis¿ medbank tower, the medication box was not appearing. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.